Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient reported that all of the sudden her therapeutic effect dwindled and she was pretty much back to baseline symptoms. Patient stated she noticed that if she sits for some time and then stands up she starts to leak, which was what she experienced prior to implant. Patient was happy with therapeutic effect during the trial and also initially after implant, it wasn't 100% but it was an improvement. Patient has been working with her managing hcp's nurse practitioner and yesterday she assisted the patient with changing programs. Patient stated in the beginning she could feel stimulation which was uncomfortable but then that dissipates with time and she stops feeling it. Currently she was not feeling stim sensation. The patient was instructed to stay on this program for 2 weeks. Patient also mentioned the nurse practitioner tried one program where patient felt stimulation down the back of her thigh so they changed to a program where patient could feel stimulation in her pelvic floor. Patient stated she does not have any signs or symptoms of a uti, which the nurse had asked her about. The patient was hoping patient services can give her some guidance regarding further steps that could be taken to address or resolve the issue. She mentioned that if the interim continues to not be effective for her she may need to have it removed. Patient services encouraged patient to discuss this with managing hcp. No further complications were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they did not know why the device was not working but symptoms were what they were before surgery. No setting seemed to be helping only the first 3 weeks did the device work. They kept changing setting and will have to make appointment to go back to the doctor's office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported her pain management doctor recommended that she ask her interstim physician to take x-rays to make sure the leads were in place, so she was planning to call her managing hcp to request that. She stated she did feel it, but it was down her leg which was not doing her any good or helping her bladder. The patient was also planning on changing the batteries in the patient programmer and would change programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the trial evaluation worked well for the patient and the permanent device worked well up until about a month after getting the implant (2018). Since then, their symptom control had become worse to the point where it was like prior to getting the device. This occurred ¿around (B)(6) 2018 before the holidays¿. Actions taken prior to the report was that they had contacted the manufacturer¿s patient services for helping to adjust the therapy and had gone to their healthcare professional (hcp) for help with adjustments. Using the programmer, it was determined that the stimulation was off (patient did not allege that the implant turned itself off). The patient was on program 3 and stated they used to feel the stimulation coming down to the top of their right leg. They noted that they did not feel the stimulation there when the device was turned back on (on program 3) but did confirm they felt it in the correct bike seat area when it was increased. Therapy considerations were reviewed with the patient. The patient was redirected to follow up with their hcp if the issue did not resolve. They stated that they were going to see their hcp so they could rule out the if the lead wire had migrated as part of troubleshooting for the cause of the therapy not being effective as it could be for the patient. There were no further complications reported or anticipated.